Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed. It was noted post placement that there was a hole in the catheter. The catheter was successfully removed and another catheter was placed. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded under the appropriate sequence number. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed and co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, without eval of the device, co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.